Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. There was contrast and blood in the inflation lumen and balloon. Microscopic examination revealed that the tip was damaged. Microscopic examination revealed that the balloon material was creased /damaged. Microscopic examination presented no damage or irregularities in the markerbands. Microscopic examination presented no damage or irregularities in the bonds. Microscopic examination revealed that the shaft was buckled and the core wire was twisted 4mm ¿ 5.5mm distal of the exit notch. The core wire was protruding through the outer shaft 6mm distal of the exit notch. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the shaft wall where the core wire was protruding. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 09-mar-2016. It was reported that crossing difficulties were encountered. The 80% stenosed, 20mmx3.5mm target lesion was located in the moderately tortuous and severely calcified left main (lm) artery. A 3.5mm x 15mm quantum¿ maverick¿ balloon catheter was advanced to dilate the lesion but failed to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed the core wire was protruding through the outer shaft.